Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and the customer stated that pump did not showed ant notification of light stop flashing immediately. The customer was advised to wait until the light stops flashing and then to clear the power loss alarm and complete the reservoir and tubing process. The insulin pump will not be returned for analysis.